Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for routine follow-up. Upon interrogation, the device was observed to be at eri with 2.6 months remaining longevity. During previous visit in (B)(6) 2017, the battery estimated 2 years longevity. The total longevity of the device was assessed to be normal, and that the longevity provided by the programmer in (B)(6) 2017 was incorrect. The patient was stable.